Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) "20201" in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.